Manufacturer narrative:
(B)(4). It was reported the patient was recovered from the peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during automated peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized. Also that same day the patient started treatment with an unspecified intravenous (IV) antibiotic (drug name, dose, and frequency not reported) for peritonitis. Three days later the IV antibiotic was discontinued and the patient was switched to an unspecified oral antibiotic for four days (drug name, dose, and frequency not reported) for peritonitis. On an unknown date, the patient¿s spouse was retrained on proper aseptic technique. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.